Event description:
Computer on the cart washer suffered an error believed to be a failing hard drive. Called in manufacturer for repair and was informed the installed computer was an older generation with known problems and was no longer supported. Repair would require an upgrade to the unit and cost the facility $35,000.